Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead dislodged during slitting. It was noted there was unacceptable pacing thresholds. Implant of the lv lead was done epicardial so that the targeted location could be reached. The lead remains in use. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.